Event description:
The customer reported that the system was not booting up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep checked the voltages in the workstation and table. The workstation was missing a table node tgi. He reseated the system interface pcb and connectors, then installed and replaced the tgi pcb using esd mat. The system operates as intended.